Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device triggered reset due to a bus error consistent with an integrated circuit anomaly. Device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced.

Event description:
During an initial implant of an implantable cardiac monitor (icm) on (B)(6) 2025, it was reported that the icm could not be interrogated via bluetooth (ble) telemetry despite using multiple programmers. Additionally, an error message kept populating. The icm was not used and a new icm was successfully implanted. The patient was stable throughout the procedure.